Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing leading to inappropriate mode switch and the implantable pulse generator (ipg) exhibited invalid cardiac compass data. The lead and ipg remain in use. No patient complications have been reported as a result of this event.